Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While under support, during transport to the cardiovascular intensive care unit, the patient experienced an episode of ventricular tachycardia requiring multiple cycles of cardioversion. Weaning was successful, and the device was explanted.